Event description:
On (B)(6) 2011, a response was received from the surgeon confirming the date of death; however no cause of death was provided. Per the clinical note in the operative report: this (B)(6) renal failure patient, dependent on peritoneal dialysis, presents with end stage valvular heart disease with critical aortic stenosis as well as ischaemic heart disease. Eco was still in sinus rhythm, chest x-ray showed some cardiornegaly. Coronary angiography showed a tight ostial stenosis in the circumflex coronary artery leading into quite a large lateral marginal branch and there was wall disease through the other vessel systems with heavy calcification. There was calcific aortic stenosis. The patient was listed for cardiac surgery on saturday the (B)(6) as an urgent case but his operation was deferred because a ruptured arch of the aorta dissection presented to the hospital requiring emergency surgery. Staffing levels in the hospital and heavy work load dictated that it was not reasonable to continue with his operation as a 2nd case after the ruptured aorta but then he acutely haemodynamically deteriorated with hypotension and severe eco changes, low cardiac output and obtundation and therefore his operation became an emergency and the staff were called back in to deal with that. On presentation to the operating theatre, he had a blood pressure of 50 with severe wide spread ECG changes and acidosis. He was prepared emergently for cardiac surgery, requiring increasingly very large doses of inotrope to maintain a blood pressure. Procedure: after rapid prep and drape firstly an intra aortic balloon pump was positioned through the right groin. Once the balloon pump was insitu the patient arrested and emergency sternotomy was performed and open cardiac massage was commenced while heparin was delivered. The patient was massaged until cannulae could be placed and he could be established on cardiopulmonary bypass. Vein graft was harvested from the leg, reasonable quality conduit. Cardiopulmonary bypass from tow-stage venous cannula to ascending aorta. Then combined antegrade and retrograde blood cardioplegia. The aortic root was opened and (the native valve was) a critically stenosed, heavily calcified, destroyed, calcific trileaflet valve. Calcification was debrided from the mitral valve leaflets as well through the aortic root. Eventually the annulus was able to be sized to fit a 23mm prosthesis and an edwards lifesciences perimount magna was selected because of the defuse calcium and coronary disease and poor status of the patient. The heart was re-positioned and distal vein graft anastomosis was performed to the low lying lateral marginal, a 1.5mm vessel with diffuse wall calcification but good runoff was achieved. The heart was re-positioned again and the 23mm edwards lifesciences perimount magna pericardial valve was selected and prepared and was sutured into the aortic position using continuous prolene suture, covering over as much of the residual calcification as possible. The valve seated well and there was no encumbrance to leaflet motion. The patient was re-warmed while the aortic root was closed. The single proximal vein graft anastomosis was performed to the ascending aorta and routine de-airing procedures were completed. Once this was all complete, the patient resumed native sinus bradycardia and atrial and ventricular pacing wires were positioned. The patient was then able to be weaned from cardiopulmonary bypass maintaining a satisfactory blood pressure pleasingly with only a moderate dose of inotrope. Thereafter routine decannulation and extended haemostasis, particularly extensive because of the expeditious entry into the chest. Two thoracostomy tube drain, sternal wires and vicryl sutures in layers in the routine fashion. The patient was transferred to the post operative area dependent on inotrope and intra aortic balloon pump counter pulsation as well as pacing. There is no other information provided by the health care provider to indicate the cause of death.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, a response from the surgeon along with the operative report from (B)(6) 2011 was provided. Per the response, the device was not explanted at implant or post mortem; therefore, the device is not available for return. No autopsy report has been provided. Cause of death is unknown.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of 6 days (0.20months) due to unknown reasons. It is unknown if the death was device related.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. It is unknown if the device was explanted for return and evaluation; no copy of the autopsy has been provided to date. The hospital provided information that an autopsy report is pending. The patient's operation was reported as "emergency operation avr & cag1 & intra aortic balloon pump inserted." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.